Event description:
It was reported while unloading a 500+lb patient from the ambulance the battery died and the power feature of the stretcher could not be utilized. The medics had to call the fire department for assistance in completing the transport manually. There were no injuries associated with the incident; however, it was reported the patient did panic at the delay and the customer was upset. After the incident, the end user did confirm the stretcher operated properly when a new battery was installed. No evaluation was conducted and it is unknown if the end user completed a non-warranty evaluation with their service provider.